Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, at the beginning of the cooling phase of the procedure, the physician removed the sheath from the patient's cervix. Reportedly, the patient sustained vaginal burn. The degree of burn was not classified and it was treated with silvadene cream. The procedure was completed with this device and the patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Additional information: adverse event and/or product problem, describe event or problem, initial reporter, event problem codes.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, at the beginning of the cooling phase of the procedure, the physician removed the sheath from the patient¿s cervix. Reportedly, the patient sustained vaginal burn. The degree of burn was not classified and it was treated with silvadene cream. The procedure was completed with this device and the patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician. *****additional information received on 27oct2016***** the patient was under general anesthesia during the hta procedure. According to the physician, the ablation phase of the procedure, went on smoothly with no alarms observed. A few seconds after approaching the cooling down phase, the machine displayed a fluid loss alarm and it prompted the circulating nurse to immediately shut the system down. At this point, the physician removed the sheath out from the patient¿s cervix thinking that the cooling cycle has been finished given that the machine was turned off already. Right after the sheath was pulled out, subsequent hot fluid was noted to be leaking out from the patient¿s vagina flowing to the buttocks and perineum. The fluid leakage caused the patient to sustained third degree burns on her vagina, buttocks, and perineum. The burns were treated with silvadene cream. A vaginal speculum, tenaculum and a tenaculum stabilizer were used during the case. No patient complication was reported.